Event description:
It was reported that a 77 yo male patient, initial right shoulder implanted in (B)(6) 2022, underwent a revision procedure on an unknown date. The torque screw backed out of the stem completely. The tray dissociated from the stem. A new tray with torque screw was placed by the surgeon, as well as a new poly and glenosphere. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The device is available for return. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-08-38 - glenosphere exp 38mm +4mm offset. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-15-04 - rs glenoid plate r post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. 03073222270 (B)(6) - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of torque screw disassembly leading to humeral tray disassociation. The cause of the disassembly cannot be confirmed from the information provided, but may be related to incomplete seating during implantation, fracture, or abnormal forces resulting in the screw backing out over time. However, the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event cannot be confirmed as the devices were not returned for evaluation and product images and initial post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.